Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 53 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2023, 4283 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 53 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2023, 4283 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 53 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of uterine fibroids on (B)(6) 2022, past tobacco smoking, dysuria and urinary tract infection. As concurrent condition the report mentioned pelvic pain. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2023, 4283 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus,salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] on (B)(6) 2016: yes (notes: (B)(6) 2020 ascus hpv+ atypical grandular cells12/6/17 hpv+1. On (B)(6) 2016 hpv+(B)(6) 2013 ascus, hpv (negative). [Pathology test] on (B)(6) 2023: comment: bilateral fallopian tubes with essure coils. Final diagnosis: bilateral fallopian tubes with essure coils: segments of fimbriate fallopian tubes with para tubal cysts. Essure coils x 2, gross examination only. Specimen(s) received: bilateral fallopian tubes with essure coils. Clinical history and impression: other mechanical complication of intrauterine contraceptive device. Surgical procedure: laparoscopic salpingectomy. Gross description: bilateral fallopian tubes with essure coils fimbriated fallopian tubes measuring 5.5 cm in length by 0.5 cm in diameter and 7.5 cm length by 0.5 cm in diameter which are received with coiled metallic wires partially within the lumen and outside of the lumen, consistent with the essure coils. On sectioning, the intact portions of fallopian tube display pinpoint lumens. [Ultrasound scan] on (B)(6) 2022: uterine fibroids. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: reporter and patient information,medical history,lab data,indication,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.